Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 2.00mm x 30mm emerge balloon catheter was selected for use. However, when the device was inserted into the wire, the balloon came off. The device never got into the vessel. The device was damaged and was tossed out by the scrub nurse. No patient complications were reported.